Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Evaluation found the threaded distal end of the inner shaft has sheared at the base of the threads where the shaft exits the inserter body. The inner shaft component is manufactured from 420 stainless steel and is not intended to be implanted. It is possible that the threaded connection seized due to impaction or rotation forces, contributing to the break when attempting to unthread the instrument from the implant. The exact cause of the reported issue could not be determined.

Event description:
The tip of the lateral inserter broke off in the implant during insertion. The surgeon did not remove the broken tip as it was flush with the implant and it remains in the patient.